Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient was not sure, but reported it started at 500 then went to 1000 he thought. The patient was wondering how long the alarm would continue to go off and if it would stop on it own. The pump started alarming ¿early july.¿ the specific event date was asked and unknown. However, it was also reported, ¿per doctor direction, they have decided to let the pump go¿ and were not refilling the pump. The patient would follow-up with the healthcare provider (hcp). It was also reported prior to implant the patient had cerebral palsy and would have to use walking devices when on longer walks prior to implant. After implant, the patient had to use walking devices all the time and his doctor decided to let the pump go. The patient was still having to use the walking devices because he got used to using them. The change in therapy/symptoms was gradual. The patient had been discussing with the doctor about ¿letting the pump go¿ and the doctor started decreasing the pump every couple of weeks, but the doctor could not get the pump to go ¿below 48.¿ the doctor was going to call the manufacturer and told the patient to come back in a couple of weeks and the doctor would call him. The patient has called the doctor for direction but had not heard back. Additional information was received from a healthcare provider (hcp) indicated she wanted to silence the empty pump alarm but was not with the patient at the time of the call. The reporter also inquired about the pump off and the procedures for it however was not planning on programming the patient's pump to off state today. No further complications were reported/anticipated or expected.